Event description:
A customer reported that their tool for the cartridge broke. A new cartridge removal tool was sent to the customer. Customer¿s blood glucose level was 34 mg/dl. Customer consumed carbohydrates to address bg level.